Event description:
Two patients had a false negative results. Pregnancies were confirmed by ultrasound and positive blood test. Patients were given gardasil, no further information available.

Manufacturer narrative:
Retention and returned device testing pending.